Event description:
Reportedly, the staples were bent in the wrong direction. Another instrument was used to correct the situation, but this instrument got stuck in the intestine. Therefore the anastomosis had to be sewn by hand and protective ileostomy was performed. Procedure: sigmoid resection. Pt sex: unk.